Event description:
It was reported that the patient presented for explant of the right ventricular (rv) due to severe tricuspid regurgitation (tr). Tr was confirmed via echocardiogram. It was believed that the lead was impinging on the posterior leaflet of the tricuspid valve. The lead was explanted and replaced. The patient was stable.